Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred 10 minutes into dialysis. Machine alarmed, treatment stopped. Estimated blood loss 200cc. Treatment restarted with new dialyzer. No furhter problems reported.